Event description:
Patient was seen in sedation unit on [redacted] for removal of an implanted port. In the process of removing the port, it was noted that the connector that holds the catheter onto the port body had fractured lengthwise in half and was not intact. The pieces were separate from each other but held within a fibrous capsule. The entire port was excised, and the pieces were placed into a biohazard bag for report. The physician noted that if it had cracked at the time of placement, he would have expected to see fibrous tissue between the pieces, however there was none and there were no issues reported during the course of the patient's care with the port. I was given the patient details and port as well as explanation from the physician and I reached out to the product recall specialist, [redacted], to ensure proper process is followed. The port is a bard low profile 6.6 fr mr safe port, it was implanted in the patient on [redacted] by [redacted], who did note in his procedure documentation "the catheter does take an odd direction at the level of the clavicle, probably caught up on some cartilage. Attempts at straightening it were unsuccessful, but the catheter is functioning well without any difficulty." Removal occurred on [redacted] by [redacted]. Dwell time was 816 days; it is impossible for us to know when the break happened. The lot number of the port is reey3357.